Manufacturer narrative:
A manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) was generated when this production order was manufactured. There were no process and / or material changes within the production order. No discrepancies or defects found during the manufacturing record review that are related to the possible causes identified for the complaint type reported. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the haptics of an intraocular lens were sticking on or under the optics or at the edge of the optics and were very hard to loosen while implanting the lens. No patient injury was reported.

Manufacturer narrative:
Date of event: the complaint was ''gathered by the customer (B)(6) 2015''. The exact date was not provided. Implanted date: date of implant: event information was ''gathered by the customer (B)(6) 2015''. The exact date was not provided. Explanted date: if explanted, give date: not applicable; lens remains implanted at time of report. (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.